Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user did not observe drops during the fill tubing step, removed the cartridge, and found it wet. The user had connected the luer connector to the cartridge before inserting the cartridge into the pump, which was explained as causing misalignment and a leak at the infusion set and cartridge interface. No adverse clinical effects were reported. Outcomes included successful completion of troubleshooting and education, confirmation of drops during priming, and resumption of insulin delivery without alerts or alarms. Investigation included guided troubleshooting and user education on the proper sequence of inserting the cartridge first and then attaching the connector. Investigation of this case revealed that an infusion set was deployed incorrectly or the connector was not attached correctly, resulting in a leak at the cartridge-connector interface. Based on previously established findings for similar reports, user technique was determined to be the most likely cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.